Event description:
A pt reported experiencing inaccurate high results with a ot ultra meter. The pt's blood glucose results were 209mg/dl (meter), 118mg/dl (lab). Tests were done 21-30 minutes apart with a difference of 77%. Pt did not experience any adverse events. No further info has been reported.